Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt complained of stimulation changes following heavy exercise at the gym. Diagnostic testing revealed invalid impedance readings on three lead contacts. Adequate stimulation coverage could not be achieved by reprogramming. Surgical intervention will be undertaken to resolve the issue.